Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # = m9124y. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, 2 clips were noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In addition, 1 malformed clip was received in a petri dish with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. Batch record review was performed and no anomalies were found during the manufacturing process.